Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, and the pump began charging using the original charging supplies, requiring no further assistance.